Event description:
The customer staff contacted arjo and informed that the citadel plus bed was damaged by the patient with a mental illness. The patient kicked in the bed panels. It resulted in the detachment of the right side rail panel and the foot board. No injury was reported.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition and circumstances of the event (the patient kicked in the bed panels). Based on the photographic evidence provided, the side rail panel was fully detached from the bed, all screws holding the panel were ripped off. According to the citadel plus instruction for use (831.374.en) ¿the clinically qualified person responsible should consider the age, size and condition of the patient before allowing the use of side rails.¿ ¿side rails are not intended to restrain patients who make a deliberate attempt to exit the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The side rail and the foot board were detached , therefore, the citadel plus bed did not meet the performance specification. The device was in use at that time. No injury occurred. The complaint was decided to be reportable due to the side rail panel detachment from the bed.